Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose increased to as high as 545 mg/dl when her insulin pump alarmed no delivery; the customer changed the set and resumed treatment. The customer did not feel symptoms of hyperglycemia. She had been treating via insulin pump therapy. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The customer stated that there were no issues with bent or crimped cannulas, though her previous site was a little red and pink. The device settings were programmed accurately for the most part; however, her boluses did not record since last night. The customer programmed a 4.5 unit bolus at breakfast but did not confirm if the bolus went through. No products were returned and two replacement infusion sets were shipped to the customer.